Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus pnk 20ga x 1.16in prn non-pvc has been found with the injector separating from the mating component during use. The following has been provided by the initial reporter: it's noticed that connector burst and separated, and blood returning out from the connector, contrast enhancer overflowed. The patient's arm was not swollen and there were no other adverse reactions.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9078561. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one pegasus pnk 20ga x 1.16in prn non-pvc has been found with the injector separating from the mating component during use. The following has been provided by the initial reporter: it's noticed that connector burst and separated, and blood returning out from the connector, contrast enhancer overflowed the patient's arm was not swollen and there were no other adverse reactions.